Manufacturer narrative:
A system log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: ito, a., et al, (2025). Initial clinical experiences of robotic distal gastrectomy for gastric cancer using the da vinci sp system: a single-center retrospective study. Langenbeck's archives of surgery, 410, article 110. Https://doi.org/10.1007/s00423-025-03685-w. Section b7: the patient's medical history is updated per the majority of the patient's characteristics. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e: the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.

Event description:
A review of an article that evaluated the initial experiences and assessments of the feasibility and safety of robotic gastrectomy for gastric cancer using the da vinci sp system (dvsp) was performed. The single-center retrospective study analyzed 20 patients undergoing robotic gastrectomy between march 2023 and april 2024. The median age of the patients was 74 years. Of these patients, tumors in the middle to lower stomach were observed. Eighteen of the patients had clinical stage 1 cancer and two patients had clinical stage ii cancer. One patient experienced afferent loop syndrome (clavien-dindo iiia). The article did not provide the following information: the cause of the complication and what medical intervention (if any) was rendered due to the complication. No reoperations or surgical mortality were reported. Additionally, no device malfunctions were reported. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.